Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the master control board needed replaced. The technician replaced the master control board, power combiner board, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the lights to their harmonyair a-series surgical lighting system were turning on and off. User facility personnel utilized a mobile exam light to complete the procedure. No report of injury or procedure delay.